Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, t.w. Power supply was shorting out. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrected section- d4 serial# removed (inaccurate); UDI# is incomplete due to missing lot or serial#. Three (3) gfe attempts have been performed to obtain additional information re lot or serial#. A response was received but the information is inaccurate. The complaint will be closed and in the event new information was to become available, the file will be reopened and updated. A follow up MDR will be sent.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, t.w. Power supply was shorting out. The cords and adaptor were not swapped. There was no patient harm.